Event description:
Boston scientific received information in early (B)(6) 2011 that during a routine follow-up, this implantable defibrillation lead had exhibited a decrease in sensing and an increase in pacing threshold measurements. It was reported the lead had dislodged. An invasive procedure was performed and the rate/sense portion of this lead was capped and was replaced with a previously capped rate/sense lead. Records indicate the shock portion of the defibrillation lead remained in service. No adverse patient effects were reported. Boston scientific medical records department received information in (B)(6) 2011 that this patient should be unenrolled from boston scientific's monitoring system due to patient death ((B)(6) 2011). There were no allegations or complaints against the device/lead system. No reports that the use of a boston scientific product caused or contributed to the patient's death. Subsequently, boston scientific received information that this local representative spoke to this patient's physician. The physician stated that the cause of death was complete system failure due to heart failure (hf). There were no allegations or complaints against the device or lead system.

Manufacturer narrative:
The device will not be returned and a save-to-disk was not performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.